Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. Tandem technical support educated the customer regarding the removing cartridge during pumping. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered manual injections to address bg level.